Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(6) alleging that a one touch verio pro meter had an unspecified display issue. The patient did not allege any harm or injury because of the reported issue. The patient was unable to complete troubleshooting of the product. He was advised to call lifescan back for troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an unspecified display issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.